Event description:
It was reported that a large volume intermate had an unspecified problem. This was identified prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 24, 2012 to october 25, 2012. Evaluation summary: the device was received for evaluation. During visual inspection the housing was observed to be malformed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the malformed housing is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.